Manufacturer narrative:
Follow-up #1: date of submission 11/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/22/2016 with the following findings: on investigation, the keypad cover was intact; all the keypad buttons were responsive during investigation. The keypad cover was removed for investigation and revealed no contamination on the contacts of the keypad buttons. Unable to duplicate complaint of under responsive keypad. The pump was opened to inspect the keypad flex; the keypad flex was found to be fully seated in the connector with the latch closed. There was no evidence of moisture found internally. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was cracked at case seal below the bumper.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; all buttons. This complaint is being reported because the reported issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.